Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The insulin pump stopped delivering insulin and would not turn on. The insulin pump had a blank display. The display did not return after troubleshooting. Customer's blood glucose level was 240 mg/dl. The insulin pump was dropped. It had scratches on the lcd. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.